Event description:
Swelling of both knee [joint swelling]. Pain of both knees [arthralgia]. Bilateral knee effusion [joint effusion]. C-reactive protein increased [c-reactive protein increased]. Case description: spontaneous report was received on (B)(4) 2013 from an orthopedist regarding a female pt (age not provided), initials unk, with bilateral chondropathia patellae. The pt's medical history was significant for previous use of synvisc in both knees (in 2009 and 2010) and arthrum injection in both knees (in (B)(6) 2012). On (B)(6) 2013, the pt initiated treatment with synvisc one (hylan g-f 20) injection, once (does not provided), in both knees. The lot number for synvisc one was not provided. On the same day, in the afternoon, the pt returned to work. It was reported that, in the evening, the pt experienced swelling and pain of both knees. On (B)(6) 2013, the pt was seen by the orthopedist and 60 ml of cloudy synovial fluid was aspirated from both the knees (bilateral knee effusion). The same day, the pt's c-reactive protein was also increased (35 mg/l). The pt had no fever and bacteriological examination of synovial fluid was negative. The pt's articular lavage was performed. It was reported that, pt's second arthrocentesis was performed for which bacteriological results were pending and the pt was suspected to have pseudo-septic arthritis (not yet confirmed). The outcome for the events of swelling of both knees, pain of both knees, bilateral knee effusion and c-reactive protein increased was not provided. Concomitant medications reported include antibiotics (unspecified). The intensity for all the events was not provided. The reporting orthopedist did not provide the causal relationship between synvisc one and all the events.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.